Manufacturer narrative:
The ventilator was investigated on site and did not pass pre-use check. The nozzle unit in the o2 gas module was found defective and were replaced but not returned for investigation. Provided ventilator logs confirmed the failed pre-use check. No alarms for high or low o2 concentration had been generated, indicating that the o2 concentration was not higher or lower than the alarm limits. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. The root cause has not been fully established, but our conclusion is that it was likely due to the nozzle unit inside the o2 gas module.

Event description:
It was reported that the ventilator did not pass pre-use check and that the o2 concentration was not as set value. There was no patient involvement. Manufacturer¿s ref #: (B)(4).